Manufacturer narrative:
The field service engineer (fse) confirmed the leak from a disconnected sample line at the flow cell; the sample line was reattached to the flow cell resolving the leak and the sheath psi low reading. Unrelated to the leak, the actuator for solenoid 17 (sol17) was replaced due to slow movement. (B)(4).

Event description:
The customer reported an uncontained bloody leak at the bottom left side of the coulter lh 750 hematology analyzer; the sheath psi was also low in connection with the leak. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.